Manufacturer narrative:
UDI: (B)(4). The actual dialyzer was discarded and not available for technical investigation. A photograph of the device was provided for evaluation. According to the photo the device appeared to be wet but the reported failure could neither be confirmed nor refuted through photographic evaluation. The failure cause is unknown as the involved sample was not returned. A batch review was conducted and there were no deviations found during the manufacture of this lot. There were (B)(4) dialyzers produced and distributed worldwide from this lot number. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
UDI: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
Reportedly water was observed on the floor after use of a polyflux 140h dialyzer. An external fluid leak was reportedly originating from the filter housing of the dialyzer. There was no report of patient injury or medical intervention associated with this event. No additional information is available.